Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the evaluation. Failure analysis replicated and confirmed the reported complaint. Fa found the instrument to have a broken molded insulator that resulted in a dislodged grip. A piece approximately 0.35" x 0.11" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of this failure was attributed to manufacturing. Additionally, the instrument was found to have a broken conductor wire at the grip. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure was attributed to a component failure. A review of the device logs for the force bipolar (pn: 471405-06/ batch-sequence: k10220425-0222) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on 07/25/2022 via sk5170. There were 11 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar broke and fragment fell into the patient and retrieved during the same procedure. The customer advised that there was no post op test was done to confirm if additional fragments were left behind as they were confident that they retrieved it all. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument broke while grasping the hernia. There were two fragments observed and successfully retrieved using a grasper instrument. No post operative tests were performed to check for missing fragments. The surgeon did not know what caused the instrument to break. The instrument was inspected prior to use with no issues found. The patient has not returned to the hospital with any post-surgical complications. There are no photographic images or video of the procedure available for review. After the fragments were removed, the procedure was completed as planned without any injury or harm to the patient.